Event description:
Customer reported that the maxplus valve leaked. The leak occurred where the tubing is connected to the valve. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.